Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site: contact name.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, a 3.0x38mm xience sierra stent was successfully implanted in the mid right coronary artery (rca), and a 2.5x18mm xience sierra stent was successfully implanted in the proximal circumflex (cx) coronary artery lesion. On (B)(6) 2019, the patient was hospitalized for chest pain, elevated cardiac enzymes, and a myocardial infarction (mi) was diagnosed. Imaging was performed and 70-80% restenosis was noted in the mid rca, xience sierra stent. A xience sierra stent was implanted as treatment and the event resolved. No additional information was provided regarding this issue.